Event description:
It was reported the patient experienced a loss of therapeutic effect on (B)(6) 2010, the patient stated that, several days after his initial implant of his implantable neurostimulator (ins), his device programmer showed a "574 code" and showed a "call your doctor" message. The patient lost stimulation. The patient stated "the programmer training, he received was minimal or ineffective." The patient's lead was subsequently revised, he received his minimal or ineffective." The patient's lead was subsequently revised with no improved results. The details of the revision were not reported. The patient recovered from the revision, but "still complained of soreness in the ins pocket." The patient was subsequently reprogrammed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.